Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the users culture results were not shared, the reported event could not be confirmed and the root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to h10. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent is bomix 2%. The customer aspirates water through the instrument/suction channel, and flushes out the air/water channel and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port using channel cleaning brush set (nebs41221-g-set01) . The scope is manually disinfected using bomix 2%. The customer uses automated endoscopic reprocessor (aer) (model: etd 4 and etd double), along with detergent endo act, endo detergent, and the disinfectant used was endo disinfectant. The endoscope was stored in a simple cabin with drying function and was placed vertically. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Follow up in progress to obtain hmi (hygiene microbiological investigation) results and completed cds (cleaning, disinfection and sterilization) checklist from the customer. The device was returned to olympus for evaluation and the evaluation is currently in progress. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The channels and distal end unit was cultured and there was no detection of microorganisms. The obtained results are in conformance with the requirements. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. Please see updates to d9, h3 and h10. The returned device was evaluated. There were few findings. The scope connector cover plate was detached. Due to a crack on distal end cover, insulation resistance value at distal end does not meet the standard value. Adhesive around objective lens was chipped. Light guide lens had a crack. Adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Bending tube was damaged. Universal cord has buckling.